Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure the stylet could not be inserted into the lead. The lead was explanted and replaced. The patient was stable during and post procedure.